Event description:
The customer stated that the surgeons have complained and noted: fine fibers/lint appearing to look like drape material in patient's eyes post-op.

Manufacturer narrative:
No fiber or sample available. The customer was instructed to keep samples if this happens again. We are unable to determine the root cause in this investigation.